Manufacturer narrative:
As reported, post-implant of the ventralight st mesh, the patient was diagnosed with seroma, which resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusions can be made. Seroma formation is a known inherent risk of the surgery and included as a possible complication in the adverse reactions section of the instructions-for-use supplied with the device. To date, this is the only reported complaint for this manufacturing lot. Not returned - remains implanted.

Event description:
Reported per clinical trial: on (B)(6) 2017: subject patient underwent primary laparoscopic midline infraumbilical hernia repair procedure. A bard/davol ventralight st mesh was placed in underlay fashion intra-peritoneally using a mechanical fixation device and suture. Full skin closure was achieved with sutures and adhesive skin closure. The patient was discharged to home on (B)(6) 2017. On (B)(6) 2017: subject patient was diagnosed with seroma which resolved on (B)(6) 2018. No action taken. This ae is clinically assessed to be possibly related to the study device and definitely related to the procedure. This has been assessed as a non-serious adverse event of mild severity and has resolved. The reported adverse event does not meet the definition of a sae (serious adverse event).